Event description:
During baxter's eval of a spectrum pump, evidence of tampering was found. It is unk if there was pt involvement with the device after the unauthorized svc was performed.

Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. When the processor printed circuit board (pcb) was removed from device with serial number (B)(4) during eval it was found to be the processor pcb belonging to device with serial number (B)(4). Review of both device history records show that the processor pcb in the device (f0g01) belongs to the device with serial number (B)(4). Additionally, the I/o pcb found within the device (f0yj1) does not match the I/o pcb recorded on the DHR, and belongs to an unk device. This is an indication that the processor and I/o printed circuit boards are not original to the device and were installed outside the factory, an operation that is not permitted. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. In the warnings and cautions of the spectrum operators manual, it states "servicing the sigma spectrum infusion system is restricted to qualified, sigma trained, svc personnel who employ sigma authorized parts and procedures. Use of other parts and servicing procedures is prohibited." The device could not be a repaired and has been removed from svc.